Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of ¿the pump¿s usb port did not function properly during testing¿. Could not confirm issue with usb port while performing visual and functional pvt. I was able to pull event log and obtain odometer with no issues. Cleaned usb port to prevent potential issues. Upon further investigation, found that battery compartment is damaged, air detector is loose, dso seal is delaminating, and uso seal is buckling. Replaced battery compartment, air detector, dso seal, and uso seal. Performed dso/uso sensor calibration. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump¿s usb port did not function properly during testing.